Event description:
The customer reported via phone call that she has been experiencing high blood glucose. The customer received a no delivery alarm the day before, changed the set and woke up the next morning with high blood glucose at 455 mg/dl. She gave herself 10 insulin units and raised the basal rate settings. Current reading was 438 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. The customer stated that the most recent reading was 415 mg/dl. She stated she would change the site and monitor her blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.